Event description:
Pt in ICU on ventilator. Became disconnected went into bradycardia and became hypoxic. Acls required and successful. No residual problems noted to date. It is unknown if pt disconnected self by pulling at the tubing or if it came disconnected when pt coughed.